Manufacturer narrative:
Case outcome: after reviewing the DHR of the lot cov4098001, was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. The test results of retention samples from cov4098001 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
False-positive results. The user reported taking two flowflex tests on the same day and both produced a faint c line and a bold t line. The next day they were tested by a healthcare provider, and the result was negative. They can't confirm what type of test they received.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
False positive result. False-positive results. The user reported taking two flowflex tests on the same day and both produced a faint c line and a bold t line. The next day they were tested by a healthcare provider, and the result was negative. They can't confirm what type of test they received.